Manufacturer narrative:
(B)(4). Date of birth: unknown date in (B)(6). Concomitant medical products: femoral augment block distal only precoat size f 15 mm augment with screw, catalog#: 00599003623, lot#: 77003562. Stem extension offset long 15mm x 155mm length (combined length 200mm), catalog#: 00598802115, lot#: 63267250. Femoral augment block distal only precoat size f 15 mm augment with screw, catalog#: 00599003623, lot#: 07889160. Femoral component option for cemented use only size f left, catalog#: 00588001601, lot#: 62531271. Tibial component precoat size 5, catalog#: 00588000500, lot#: 63185068. Unknown nexgen rhk tibial insert, catalog#: ni, lot#: ni. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, the patient was revised due to fracture of the coupling bolt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05788 and 0001822565-2019-00354.medical products: femoral augment block distal only precoat size f 15 mm augment with screw catalog#: 00599003623 lot#: 77003562, stem extension offset long 15mm x 155mm length(combined length 200mm) catalog#: 00598802115 lot#: 63267250, femoral augment block distal only precoat size f 15 mm augment with screw catalog#: 00599003623 lot#: 07889160, tibial component precoat size 5 catalog#: 00588000500 lot#: 63185068, unknown nexgen rhk tibial insert catalog#: ni lot#: ni the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.